Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient indicated that due to getting the poor communication on the programmer that he thought his ins likely need to be replaced. The patient also mentioned that he was implanted over 6 years ago. There were no symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient thought there was a problem with his device and it needed to be replaced. The patient clarified that he was getting the poor communication screen on his programmer. The patient was redirected to see a health care professional to have the device checked. There were no symptoms or complications reported or anticipated.